Event description:
I underwent tubal ligation surgery on (B)(6) 2016. I immediately realized something was not right the day following surgery. I could not lay my legs flat without a pillow underneath due to excruciating pain . This has been going on and off since the date. My menstrual cycle is plagued with debilitating pain with prolonged bleeding with clots. I have also had problems with being estrogen dominant. I have been diagnosed with low vitamin d levels. I have been diagnosed with fibromyalgia. I¿ve suffered depression with anxiety, which has gotten to the point I¿ve had to resort to counseling & medication. I was given no information on the side effects from this procedure or the possible outcomes with risks. I was given no other choice for permanent sterilization.